Manufacturer narrative:
Taper unk. Allergan has received the product; however, the device has not been identified nor the analysis has been completed at this time. The reporter of the complaint was asked to indicate the product serial number, date of event, implant date, explant date, event description and patient data. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
No information reported, device received an apparent opening in the port tubing at the stainless steel connector.